Event description:
It was reported that the patient experienced stinging and swelling at the lead site after reaching over to pick up an object. The patient reported that the symptoms occurred near the right lower side of the lead. It was further noted that when the stimulator was turned on, the pain in the lead site was present and the pain in the lower legs was not present. The patient reported feeling "good relief for his lower leg pain". When the stimulator was turned off, the pain in the lead site and the lower legs was present. The patient outcome was not provided. Additional information was requested, but not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2011. Product type: lead: product ID 37743, serial# (B)(4). Product type: programmer, patient. (B)(4).